Event description:
Aspirator failed to operate on high speed. An inspection of the device revealed a disconnected battery terminal. The terminal was reconnected and recrimped and the device was tested to specifications and returned to the customer. No injury or death resulted from the incident.